Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was failing to start. Despite attempts to restart it, the system could not complete the power-on sequence. Upon troubleshooting actions, the fse discovered that the monitor, flexvision monitor, and tsm were equipped with a philips shield. The fse attempted to interact with the system using the mouse and common button combinations, but these actions had no effect. Subsequently, the fse connected an external monitor, mouse, and keyboard to the suite pc, which allowed for a successful reboot and access to the psc via a keyboard shortcut. However, an attempt to back up the system was unsuccessful due to an issue with the patient support tsm configuration file. To rectify this, the fse reloaded the system software onto the patient support tsm and performed a cold restart. After repairs, the system was returned to use in good working order.